Manufacturer narrative:
(B)(4).

Event description:
Information was received from consumer regarding a patient receiving intrathecal morphine (concentration and dose unknown) via an implantable infusion pump. Indication for pump use was non-malignant pain and failed back surgery syndrome. During pump refill in (B)(6) 2014, a volume discrepancy was observed where the actual residual volume (arv) was 0ml while the expected residual volume (erv) was 15ml. The physician refilled the pump and sent the patient home. The patient stated that she was overdosed and then went through withdrawal. The onset was sudden. Outcome was not provided. Additional information has been requested but was not available at the time of this report.